Event description:
It was reported by the customer that a pyxis medstation es system experienced a problem in which the user was unable to retrieve the necessary medication from the refrigerator. The customer confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user was unable to access the medication the technical support specialist completed the bop 1.7 upgrade but discovered that some storage spaces were inaccessible. Helmer encountered an error stating "sequence contains no element" and "object reference not set to an instance of an object". Due to the urgency of the customer and the inability of the field service engineer to resolve the issue, the specialist initiated a pse consult. Despite the written context of ka 000015405, there were enough similarities to utilize portions for the 1.7 diagnosis. Formulary items loaded in the machines were not present after the upgrade and needed to be added. After the addition, the customer was able to access the storage space again and confirmed the device was usable. The system functioned as intended after the technical support specialist troubleshot the device.